Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that he "periodically" experiences high blood glucose levels. This had occurred "off and on for the past several days". He stated that he experienced a blood glucose reading of 400 mg/dl after lunch in 2007 and his blood glucose elevated of 500 mg/dl later that day. He reported his "normal" blood glucose level to be "around 100 mg/dl". His symptoms of high blood glucose were not feeling "sharp", feeling lethargic, and "cotton mouth". He stated that he bolused insulin using his infusion device, but, in the past, he has also administered insulin by injection using "novalog" and changed his infusion site. He stated that he visited his physician the following day, but "the doctor did not find anything that would have caused his blood glucose to be at this level". The patient reported having a chest cold for a "couple of weeks" prior to contacting a co rep for troubleshooting original day. The patient switched to his backup infusion device and reported that his blood glucose level had "been fine after that (80-140 mg/dl)". No product will be returned for eval.